Manufacturer narrative:
The micro catheter is expected to return, once received and evaluation completed, a supplemental report will be submitted. Mdrs from this event: 2029214-2017-00704, 2029214-2017-00705, 2029214-2017-00706, 2029214-2017-00707.

Event description:
Medtronic received information that the microcatheter broke in 2 locations during removal from the patient. The patient was being treated for a uterine avm. The physician accessed the venous side first, the access was tortuous. This was the patients second procedure in trying to treat this uterine avm. Three vials of onyx 36 were used without issue and a good cast was formed. There was no friction or resistance during delivery. The physician injected slowly and steadily as per IFU. The only pause occurred when drawing up additional onyx. When trying to withdraw the catheter, the guide catheter came out and the microcatheter remained in the patient. When the physician pulled, the onyx mass moved. After pulling harder, the microcatheter snapped (at the point the patient¿s blood pressure dipped a little), leaving approximately 30cm outside the patient. The physician placed a 4f catheter over the microcatheter and pulled harder, and it snapped again. At this point the patient crashed; her blood pressure plummeted instantly. The catheter was broken in 2 locations, first about 30cm outside the patient and then again leaving the tip in the onyx mass. The decision was made to perform endovascular aortic repair (evar) due to shearing of the aorta, and a balloon was inflated to prevent more blood loss. The patient received 5-6 liters of blood, and has abdominal compartment syndrome. A conservative approach was chosen for the compartment syndrome and the blood slowly reabsorbed into the body.

Manufacturer narrative:
The evaluation of the returned device was completed. Based on the analysis findings, the customer photos, and the reported event details the clinical observations were confirmed as the received echelon catheter was observed to be separated. It is possible that the ¿pause¿ when drawing up additional onyx¿ and ¿some reflux¿ may have caused the onyx to solidify and the echelon to become entrapped. The entrapped catheter, the ¿tortuous¿ vessel anatomy, and the physician pulling ¿harder¿ likely led to the echelon to separate for the first time. The physician then attempted again to recover the entrapped echelon by placing a ¿4f catheter over the microcatheter¿. The catheter was ¿pulled harder¿ which caused the echelon catheter to separate for the second time. Based on the damages observed on the echelon (kinking / separation), it appears that excessive force was used (pulling). Per our instructions for use (IFU): ¿premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount. Do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture.¿ and ¿do not allow more than 1 cm of onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient is unknown, but could potentially include clot formation, infection or catheter migration. Difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: * long catheterization time * angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles * vasospasm * reflux * injection time.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The proximal segment of the echelon micro catheter with a dmso syringe attached to its catheter hub, and the 5f terumo radifocus glidecath catheter were returned for evaluation within a sealed biohazard bag within a sealed shipping box within another sealed shipping box. The 5f terumo radifocus glidecath catheter was flushed and pressured with water and was found to be occluded with dried blood. Onyx was observed within the dmso syringe. For further examination, the dmso syringe was removed from the echelon catheter hub with no issues. Approximately 69.5cm of the middle and distal segment of the echelon microcatheter was found to be missing with no reason provided. The distal segment of the echelon micro catheter was not returned as the distal end remains within the patient. No flash, voids molded, or gaps were found within the catheter hub. No damages were found on the catheter hub. Onyx was found within t he catheter hub. No onyx was found within the catheter lumen. Catheter kinking was observed at 9.0cm from the proximal end of the catheter hub. Catheter separation and necking was observed at 78.0cm from the proximal end of the catheter hub. No onyx was observed at the point of separation on the catheter. Due to the damaged condition of the echelon catheter, the echelon catheter could not be tested with a 0.0160¿ in-house mandrel. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.